Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The blood glucose was 46 mg/dl. The other relevant blood glucose level was 148 mg/dl and 173 mg/dl. The customer declined troubleshooting for low blood glucose. The customer also stated that the cannula was bent. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, visually found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.